Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01552 & 01616 & 01619).

Event description:
Patient's legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2009 and a subsequent revision procedure on (B)(6) 2014 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, and metallosis. Review of invoice history indicates the head, metal liner, and cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components."

Event description:
Patient's legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2009 and a subsequent revision procedure on (B)(6) 2014 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, and metallosis. Review of invoice history indicates the head, metal liner, and cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2014 operative report for the right hip revision noted the revision was due to pain and elevated metal ion levels. Operative report and testing results further noted the presence of fibrotic synovial tissue with inflammatory changes, gray-tan fibrotic tissue, histiocytes, lymphocytes, lymphoid aggregates, avulsion of the abductors, a pseudotumor, soft tissue reaction, bone loss and trunnionosis. The modular head, acetabular cup and liner were removed and replaced with a competitor's cup and a biomet head and adapter.